Manufacturer narrative:
Omit : a140504 - inaccurate delivery (2339), b17 - device not returned, c20 - no findings available, d15 - cause not established.additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pcu screen displayed total volume infused "0.60" ml, which would mean that three doses were delivered to the patient (given dose of 0.2mg hydromorphone). Hydromorphone's total dose/volume was 50mg/50ml. However at 1615, the device's patient history screen displayed that a total of four doses were delivered (shift totals - total drug: 0.6mg; total demands: 4; delivered: 4). There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Product has not been received.

Event description:
It was reported that the pcu screen displayed total volume infused "0.60" ml, which would mean that three doses were delivered to the patient (given dose of 0.2mg hydromorphone). Hydromorphone's total dose/volume was 50mg/50ml. However at 1615, the device's patient history screen displayed that a total of four doses were delivered (shift totals - total drug: 0.6mg; total demands: 4; delivered: 4). There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex g grid. Omit: g07002 - appropriate term/code not available.

Event description:
It was reported that the pcu screen displayed total volume infused "0.60" ml, which would mean that three doses were delivered to the patient (given dose of 0.2mg hydromorphone). Hydromorphone's total dose/volume was 50mg/50ml. However at 1615, the device's patient history screen displayed that a total of four doses were delivered (shift totals - total drug: 0.6mg; total demands: 4; delivered: 4). There was patient involvement but no harm.